Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was vibrating and the red light was flashing but there was nothing on the screen. The customer¿s blood glucose level was 389 mg/dl. They mentioned that their blood glucose level was a little high and they took a bolus. The customer reported that the insulin pump was vibrating since the last 5 minutes. The insulin pump will not be returned for analysis.